Manufacturer narrative:
Continuation of d10: product ID a810; product type: software. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider via a company representative regarding a patient receiving an unknown drug via implantable pump. It was reported that when the healthcare provider (hcp) attempted to configure the myptm on an sm3 pump, service codes 141 and 338 were displayed by the a810 application. Other updates, such as adding a note or setting a low reservoir alarm, were completed successfully. Several troubleshooting steps were performed. They changed the low reservoir volume and configured the myptm but service codes 141 and 338 appeared again, even though the new low reservoir volume was saved. They then added a note (without configuring myptm) and the update could be completed only when the cable was used. They also tried changing the language from french to english. The date and time settings of both the tablet and the pump were checked and confirmed. The communicator application version matched the latest version available in the catalog. The physician reinstalled the application as well. The therapy was programmed as follows: 2500ug/ml, 2500ug/day. Bolus: 250ug, 1 hour bolus duration, 1 hour block, 1bolus/hour, 10 boluses/day. The I ssue was resolved by setting the bolus duration to 58 minutes.

Event description:
Additional information was received from a company representative (rep) reporting that the logs had not been collected. The issue could be replicated by technical services using a demo synchromed iii pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign manufacturer representative (for, rep) indicated that it was the technical department that resumed communication with the doctor and had several manipulations done to resolve the problem. It was stated that when the physician attempted to configure a myptm on a synchromed iii pump, service codes 141 and 338 were displayed by the a810 application. Any other updates, such as adding a note or setting a low reservoir alarm were completed successfully. Several troubleshooting steps had been performed. They changed the low reservoir volume and configured the myptm. It was stated that the update could be completed only when the cable was used. They changed the language from french to english, but the issue persisted. The date and time settings of both the tablet and the pump were checked and confirmed. The communicator application version matched the latest version available in the catalog. The physician reinstalled the application, but the issue was not resolved. The therapy programmed were as follows: 2500 ug/ml at 2500 ug/day. Bolus: 250 ug, 1 hour bolus duration, 1 hour block, 1 bolus/hr, 10 boluses/day. The problem was solved by setting the bolus duration to 58 minutes. The name of the health care provider was provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.